Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of four on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp close all the clamps and cycled power. The hp stated the supply bag did have some solution on the outside of the connection and the connection seemed loose. The tsr advised the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between a supply bag and a cassette line is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.